Manufacturer narrative:
Event date: the date received by manufacturer has been used for this field. Investigation summary: a device history record review was performed for provided lot number 210403 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. None of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. During the cannula assembly process, needles are inspected for signs of occlusion as part of the in-process inspection. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. At this time, further action has not been determined necessary. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance ¿ 3 needles clogged. The following information was provided by the initial reporter, translated from french to english: we inform you that we have received a customer complaint for a needle quality problem ("during the application the needle was clogged, that is, the product did not come out").